Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00238. It was reported the patient¿s stimulation from the scs system decreases by itself. Diagnostic testing revealed high and low impedance values on multiple contacts. Reprogramming was unable to provide resolution. As a result, the patient will undergo surgical intervention on a later date to address the issues.

Manufacturer narrative:
This report is 1 of 3 devices not 1 of 2 devices as previously reported concomitant medical products: added model 3660, scs ipg.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2019-00238 and 3006705815-2019-00250.

Event description:
Device 1 of 3: reference MFR. Report#: 3006705815-2019-00238 and 3006705815-2019-00250. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the lead was replaced and connected to the original ipg. Issue resolved and therapy has been restored.